Event description:
Revision surgery revealed dislocation of the femoral component and polyethylene wear of the tibial insert. The pt was revised to a total knee.

Manufacturer narrative:
As received, the tibial component exhibits wear over most of its articulation surface. A review of the device history records for both the tibial and femoral components found that no discrepancies were reported during MFR. The information provided and the examination results suggest that this event is not device related but rather is associated with loss of fixation and rotational malalignment.